Event description:
On (B)(6) 2010, a respiratory therapist reported inomax ds # (B)(4) was having nitric oxide (no) sensor failure going into negative and positive readings. The device was removed from service by the customer and returned to the company for investigation.

Manufacturer narrative:
The device is in transit for investigation. The supplemental report will be submitted within 30 days of completion of the investigation.